Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced shortness of breath and has been feeling lousy. It was further reported that the patient's heart rate kept going below the implantable pulse generator (ipg) lower rate and then above and then back and forth. The ipg remains in use. No further patient complications have been reported as a result of this event.